Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during vitrectomy surgery, an ophthalmic system did not cut and instead of using speed of 10000 vitrectomy probe, the speed needed to be reduced to 7500 to continue the surgery and the aspiration of vitrectomy probe was low. The surgery was completed on the same day with reduced speed of vitrectomy probe. There was no patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate both reported event(s). The ¿cutting issue¿ was addressed by replacing the vitrectomy valve component. The ¿low aspiration issue¿ was addressed by replacing the nonconforming venturi pump. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported ¿cutting issue¿ is attributed to nonconforming vitrectomy valve component. The root cause of the reported ¿low aspiration issue¿ is attributed to nonconforming venturi pump. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.